Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during an unknown phase of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient noted that there was no patient serious injury or medical intervention required as a result of this event. The patient did not complete treatment on the night of the event. The patient has not received their new cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.